Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, prime/fill anomaly due to blank display. Motor passed motor test. Unit had broken battery tube threads. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the insulin pump had motor issue. The customer¿s blood glucose level unknown. Customer reported that the insulin pump had damaged at the reservoir and battery compartment. Customer reported that the reservoir was able to lock in place. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.